Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she goes to prime it keeps filling the tubing when her finger is released and it did not stopped. The blood glucose level was unknown at the time of incident. The device will be returned for analysis.

Manufacturer narrative:
Device received hardware low level failures error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to hardware low level failures error. However, device passed rewind test and displacement test.